Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from february 23, 2021 - february 24, 2021. H10: the device was received for evaluation. Visual inspection revealed several droplets of fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. The cap thread was not exposed. White marking was not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. After fill and prime, no signs of a leak were observed from the device. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The he product labelling (IFU, instructions for use) indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.